Manufacturer narrative:
Device evaluation summary: monitor sn (b)() and belt sn (B)(4) have not been recovered. There is no expectation of recovery and return. The last available download was from 08/11/2019, the day prior to the patient's death. Review of the available data does not indicate any device malfunction. Device manufacture date: monitor: 04/12/2018; belt: 06/27/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. When the event began, the patient indicated to his roommate that 'something was wrong'. The patient reported feeling chest pain and that his arms were tingling and jerking. The patient's roommate reported that the device alarmed 'bystanders stand back', blue gel was dispensed, and believed the device delivered three shocks. Ems was contacted and reported that the patient was in asystole at the time of arrival. The patient was taken to the coroner's office and then to the funeral home wearing the device. The device was believed to be cremated with the patient. There is no expectation that the device will be returned. No device data or ECG recordings are available surrounding the event as the device was not downloaded prior to being sent to the coroner's office and funeral home. This event is being reported out of an abundance of caution.